Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the valve operator being stuck and dirty. Additional malfunction for this device was the unit's alarm did not function because of the power switch.